Event description:
It was reported that, "loosening of cup. May have never grown in".

Manufacturer narrative:
Additional information pertaining to this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.